Manufacturer narrative:
(B)(4) no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301536 manta 14f indicated during lot release of manta lot (mn2201481) a single device exhibited low collagen placement on the carrier tube. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 78-year-old female patient (166 lbs.), presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound guidance. The right common femoral arteriotomy measured 6.5-7.0mm and was clear of calcification or tortuosity. No issues were encountered advancing or withdrawing the 14f tavr procedural sheath. Following the tavr, heparin and protamine were administered and a 14f manta device was deployed to the measured depth for closure. Following deployment, bleeding was visible at the access site. A post-angiogram revealed an occlusion, and a thrombus was noted proximal to the manta device. The physician decided to perform an endarterectomy and explanted the manta device. The patient outcome post-procedure was fine. Due to insufficient information regarding the initial, deployment, surgical intervention procedures, positioning of manta as seen during the cut-down, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring surgical intervention cannot be determined. Therefore, the root cause as to why the manta was not effective in achieving hemostasis requiring surgical intervention remains undeterminable. Risk documentation was reviewed, and occlusion is a known risk. The severity of harm is ranked at a 4 based on local surgical repair utilized to treat the occlusion. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: a patient that received a manta closure device. The patient ended up having a cut down to remove the manta closure device. Additional information: ultra sound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 6.5-7mm with no calcification or tortuosity. Blood pressure was 130/60mmhg and both heparin and protamine were administered during the procedure. Post manta closure the patient received an endarterectomy to remove the manta closure device. Occlusion of the vessel was visualized by angio. Bleeding at the access site was present. Thrombus was noted proximal to the manta closure device. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: a patient that received a manta closure device. The patient ended up having a cut down to remove the manta closure device. Additional information: ultra sound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 6.5-7mm with no calcification or tortuosity. Blood pressure was 130/60mmhg and both heparin and protamine were administered during the procedure. Post manta closure the patient received an endarterectomy to remove the manta closure device. Occlusion of the vessel was visualized by angio. Bleeding at the access site was present. Thrombus was noted proximal to the manta closure device. The patient was reported as fine post the procedure.